Manufacturer narrative:
The field service engineer (fse) found the reagent probe was not properly tightened down and secure. The fse performed system checks, replaced a seal of the sample syringe assembly and tightened both reagent probes. Qc was acceptable. Precision testing was successful. The service actions resolved the issue.

Event description:
The initial reporter complained of reagent probe errors and questioned results for multiple patients tested for multiple assays on a cobas 6000 c (501) module. The customer provided an example of the types of discrepant results received for total protein: the initial total protein results were approximately 2 g/dl. The initial results were auto-verified and reported outside of the laboratory to physicians. Once the samples were repeated, the results were back in the "normal" range of 5 ¿ 7 g/dl. The total protein reagent lot number and expiration date were not provided.